Event description:
It was reported that pump experienced malfunction alarm while customer had recently been swimming with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm occurred again, which customer acknowledged and understood.